Manufacturer narrative:
The affected savina was analyzed and the pcb control has been replaced. The log file and the replaced pcb were provided to the manufacturer for a detailed analysis. The log file confirms that the device detected one device failure on the reported date of event at 4:21 am. No further deviations were logged. The logged device failure was caused by an inconsistency of displayed picture which is generally a temporary situation. The provided pcb was tested and the failure could not be reproduced. Based on the analysis it is likely that there was a temporary deviation of the electronics on the pcb control which was solved by a restart of the device. In case the device detects a deviation within the electronic system, a software controlled restart is initiated in order to solve the deviation. During the restart, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation is continued with the latest settings. No similar incidents related to the same root cause, were reported within the last 3 years.

Event description:
It was reported that the device posted an alarm and restarted during use in the ventilation mode CPAP. No injury has been reported.